Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, brown particles and the device was found to be underweight. A visual and microscopic analysis was performed which identified sharp broken opening on posterior and sharp opening on radius due to a surgical impact opening, as well as stress marks in the shell. A dimension measurement in the shell was performed which identified the thickness to be within specification based on the device analysis the final assessment is a sharp opening on radius due to a surgical impact opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.